Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign matter could not be identified. The customer reported the device was reprocessed without forceps elevator brushing. The definitive root causes cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instruction manual describes the reprocessing method in the following section. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the ultrasound gastrovideoscope exhibited a deep cut on the pink probe coating and foreign material attached. There were no reports of patient involvement.